Event description:
It was reported that dr (B)(6) states that patient presented with multiple dislocations and recommended revision of 10 degree trident liner and replaced with trident elevated constraint liner.

Manufacturer narrative:
Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicates there have been no other events for this lot. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.

Event description:
It was reported that dr (B)(6) states that patient presented with multiple dislocations and recommended revision of 10 degree trident liner and replaced with trident elevated constraint liner.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.